Event description:
It was reported that 20 bd vacutainer® push button blood collection sets with pre-attached holders were found with faulty, opened packaging seals before use. The following information was provided by the initial reporter: "opened new box to find faulty seal on wing sets, packaging open."

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for damaged and open packaging with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for damaged and open packaging with the incident lot was observed. Root cause description: based on the investigation, no root cause from the manufacturing process could be determined. The most likely root cause was determined to be related to transportation conditions post-manufacturing. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 20 bd vacutainer® push button blood collection sets with pre-attached holders were found with faulty, opened packaging seals before use. The following information was provided by the initial reporter: "opened new box to find faulty seal on wing sets, packaging open".

Manufacturer narrative:
Correction: the catalog and lot numbers have been updated. The following information has been corrected: medical device catalog#: 368658. Medical device lot#: 8162944. Medical device expiration date: 2020-06-30. Unique identifier (UDI) #: (B)(4). Device manufacture date: 2018-06-11.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: fmi. Medical device type: hypodermic single lumen needle. The reported lot # [8162944] was not found for the reported catalog # [368657]. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 20 bd vacutainer® push button blood collection sets with pre-attached holders were found with faulty, opened packaging seals before use. The following information was provided by the initial reporter: "opened new box to find faulty seal on wing sets, packaging open".